Event description:
It was reported that the physician operated on a pt in 2001 under the supervision of a local preceptor. The pt was found to have isd and mild hypermobility on pre-op urodynamics. The pt had a normal post-void residual prior to surgery (5-20cc). The intra-operative cough test was unsuccessful in that no leakage was noted upon coughing. The procedure was performed under spinal anesthesia. Tension was adjusted using a sub-urethral spacer. The pt has remained unable to void since surgery and is doing intermittent self-catheterization. Dr is considering incising the tape in the midline.